Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device failed to deploy the clip. The procedure was aborted. The access ports were applied. Upon removal of the device, it was noticed that the locator wings were still in the open position. There were no adverse patient effects reported. Though requested, no additional information was available. Received user facility medwatch reporting: event desc: 6f starclose was flushed and prepped. "A guide wire was advanced and sheath was exchanged for starclose sheath. Guidewire and dilator were pulled out and starclose was inserted. Top button was clicked down and trigger was advanced splitting the sheath, but the clip on the starclose was not deploying. Tried several times to get the device to deploy by dr sample. System was abandoned and manual pressure was held until hemostasis."

Manufacturer narrative:
The device was received. Investigation is not complete.